Event description:
Patient had a right bunionectomy with 1st metatarsocuneiform joint arthrodesis (B)(6) 2019. Patient complaining of pain recently and x-rays show a broken screw in her foot. Patient had to return to operating room (B)(6) 2020 for removal of painful broken hardware. Per md, patient denies any traumatic event. FDA safety report ID# (B)(4).